Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the products said to be involved were not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Rapid rotation of the ligator handle can contribute to premature band deployment. The instructions for use direct the user to maintain suction and deploy the band by rotating the handle clockwise until band release is felt. During the procedure, endoscopic suction is applied to the banding site to properly place a ligator band. Premature band deployment can also occur if the handle is rotated before maintaining suction on the banding site. The instructions for use advise the user to maintain suction while deploying the band. If the ligator handle is in the firing position while the endoscope is straightened, this can result in premature band deployment due to tension on the trigger cord. The instructions for use direct the user to place the handle in the two-way position before straightening the endoscope. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a ligation procedure, the ligator deployed two (2) bands at the same time. One (1) band dropped and one (1) band deployed on the varices. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.